Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from hcp. The device was explanted on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for bowel dysfunction/sacral nerv stim and gastrointestinal/ pelvic floor. It was reported that the patient's device therapy was removed and they wanted to see medtronic wanted the patient programmer donated back. Patient stated that the stim never controlled their symptoms. No further complications were reported or anticipated.